Manufacturer narrative:
Manufacturer report no.:252582. Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. The downstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the medical intensive care unit. It was also reported there was no patient involvement.